Event description:
It was reported that with the patient's first implant, the lead rolled up like a lamp shade a day after implant. The system was replaced a week later.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead product ID 37744, serial# (B)(4), product type patient programmer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the first time the lead rolled up like a window shade and shocked him. Patient said the battery actually burnt him. Patient was sitting in his recliner. No further complications were reported/anticipated.